Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion, single leaflet device attachment and additional intervention. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) . One clip was implanted successfully at the medial aspect of the jet with some mr reduction. A second clip was to be implanted lateral to the first. During grasping, a significant drop in blood pressure was observed and transesophageal echocardiogram (tee) showed cardiac tamponade with a significant pericardial effusion. Pericardiocentesis was performed and the physician decided to quickly deploy the second clip. An improvement in the pericardial effusion was seen; however, significant mr was still present. It was noted that the clip had detached from the anterior leaflet. An additional clip was implanted lateral to the send clip, stabilizing the clip and reducing mr to grade 3-4. The third clip delivery system (cds) was removed and pericardial effusion was observed again; however, it was determined that the third clip did not exacerbate the pericardial effusion. Surgical drainage was performed to treat the cardiac tamponade, protamine was administered and a blood transfusion was given. The pericardial bleeding stopped and the patient was transferred to the intensive cardiac care unit in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of hypotension, cardiac tamponade and pericardial effusion as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (slightly restricted posterior leaflet). A definitive cause for the reported pericardial effusion could not be determined. The reported hypotension and cardiac tamponade appear to be cascading effects of the excess accumulation of fluid around the heart (pericardial effusion). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the 30-day initial medwatch report, the following was received: patient anatomy included a somewhat restricted posterior leaflet. Visualization was difficult with the second clip, due to the first implanted clip; however, imaging quality was acceptable. No additional information was provided.